Event description:
It was reported to gore that a pt alleges to have experienced recurrence, chronic pain, infections and urinary problems after allegedly having been implanted with a gore product. It was also reported that the pt underwent an additional procedure.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: the medical records dated (B)(4) 2004 indicate: the pt with a history of bladder neck suspension surgery (date unk) underwent a pubovaginal sling procedure for stress urinary incontinence with bone anchors on (B)(6) 2004. The medical records from this procedure make no mention of any gore device used, while vicryl and silk sutures were specifically mentioned. The medical records further report: approx two years later, the pt underwent a procedure for recurrent pelvic floor dysfunction and vaginal bleeding. An eroded suture was removed and the surgeon stated that the suture was "consistent with gore-tex." The lot number of a gore device was not made available in the medical records. Therefore, a review of the manufacturing records could not be performed.